Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display with couple lines. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
On 07/30/2021 the customer reported a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or insulin pump errors that may have occurred around the event date. The adapt tool confirms that the following battery alerts occurred around the event date: 104=low battery alert @ (B)(6) 2021 19:59, 73=change battery alert @ (B)(6) 2021 20:55, 58=failed battery test alert @ (B)(6) 2021 20:00, 84=battery removed alert--5 alerts from (B)(6) 2021 20:00 to (B)(6) 2021 21:04. The adapt tool also confirms that the following insulin pump errors occurred around the event date: pump error 54 (filenumber = 2006, linenumber = 4422) @ (B)(6) 2021 20:00:41.000 and pump error 4 at the same time. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--c58, r79, r88; pcba2--j1, lcd flex cable terminal; motor flex cable. In summary, the customer¿s report of a blank display was not confirmed during testing. However, pump errors 54 and 4 have occurred in the past, plus there are signs of previous moisture presence. The pump errors 54 and 4 are due to a problem with the software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.